Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of this report.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease permanent filter. The device remains implanted has subsequently caused, inter alia, severe and permanent injuries to the patient. The patient has suffered and will continue to suffer significant medical and related expenses, lost wages, impairment of power to labor and earn money, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The following additional information received per the patient profile form (ppf) indicates that the filter was placed due to non-weightbearing bilateral lower extremity long bone fractures as well as splenic laceration. The patient is reported to have tolerated the index procedure well. The ppf indicates that the device is unable to be retrieved although there have been no known documented attempts to retrieve the filter. The patient is reported to continue to experience anxiety related to the device.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) permanent filter. Per the patient profile form (ppf), the filter was placed due to non-weight bearing bilateral lower extremity long bone fractures as well as splenic laceration. The patient is reported to have tolerated the index procedure well. The device remains implanted has subsequently caused severe and permanent injuries to the patient. The patient has suffered and will continue to suffer significant medical and related expenses, lost wages, impairment of power to labor and earn money, extreme pain and suffering, loss of enjoyment of life, disability, and other losses. The ppf indicates that the device is unable to be retrieved although there have been no known documented attempts to retrieve the filter. The patient is reported to continue to experience anxiety related to the device. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The trapease is not indicated for retrieval. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.